Event description:
It was reported that the patients spinal cord stimulator (scs) lead had fracture. Additional information has been received that the patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) lead had fracture. No further information has been obtained.